Manufacturer narrative:
The subject device was returned to olympus for eval. The eval confirmed that the ptfe pad was partially peeled from the jaw. There were contact marks on the surface of the probe and the jaw. The manufacturing record was reviewed with no irregularities. Considering the eval result of the subject device, olympus concluded that the ptfe pad peeling occurred since the user continued activating output without contacting tissue (including after the tissue already cut) for an extended time. And olympus concluded that the device stopped working since the ptfe pad was peeled and the probe contacted with the jaw. The instruction manual of the subject device already states. Warnings: do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The subject device was used during a laparoscopic gastrectomy. The ptfe pad of the device was separated and unk error occurred. The procedure was completed with another thunderbeat device. There was no pt injury reported.